Manufacturer narrative:
Upon disassembly for visual inspection the flex for the motor and the potted trigger were delaminating. The back cap was stuck in the handle and the motor components were worn.

Event description:
The tps universal driver was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.